Event description:
It was reported while using the disc penicillin p-10 japan a patient isolate had a high mic (false resistant) result but when repeated the result was sensitive with a competitor's material. No health impact or consequence reported.this is report 2 of 4.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) general hospital.h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.